Manufacturer narrative:
The information was received through an anonymous survey; therefore, neither the product serial number information was provided. Follow up and analysis were not able to be performed to obtain further information. F additional information is received; the complaint file will be reopened for further investigation is not possible.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that through a post market clinical follow up survey. It was reported the blood pressure exceeded the alarm limit but did not alarm. It is unknown if the device was in clinical use at the time of the event. No adverse event was reported.